Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9023831. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue .

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter, translated from chinese to english: verbatim: ¿at 11:35 on january 19, nurse performed intravenous indwelling needle puncture for the patient. The scalp acupuncture was inserted into the prn, and fluid leakage was found in where the needle is inserted into the prn. After adjust, fluid leakage was still found. Replaced a new prn used at once.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿at 11:35 on january 19, nurse performed intravenous indwelling needle puncture for the patient. The scalp acupuncture was inserted into the prn, and fluid leakage was found in where the needle is inserted into the prn. After adjust, fluid leakage was still found. Replaced a new prn used at once.